Event description:
A peritoneal dialysis (pd) patient's caretaker reported a fluid encountered in drain 2 of 6 of patient's pd treatment. There was a ballloon valve leak alarm. Fluid was found in the pump module area. Fluid was discovered on the external of the cassette and fluid leaked from where cassette is inserted. A new cycler was issued. The patient knows how to do manual treatments and had the supplies available. In a follow up, a nurse reported that there was no harm, intervention or adverse event associated with the event. The cycler is available to return for investigation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported a fluid encountered in drain 2 of 6 of patient's pd treatment. There was a ballloon valve leak alarm. Fluid was found in the pump module area. Fluid was discovered on the external of the cassette and fluid leaked from where cassette is inserted. A new cycler was issued. The patient knows how to do manual treatments and had the supplies available. In a follow up, a nurse reported that there was no harm, intervention or adverse event associated with the event. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.